Manufacturer narrative:
The vertek arm for the navigation system was returned to the manufacturer for evaluation. It was reported that the handle on the arm was loose when tightened by the user. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, unique device identification (UDI) and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a procedure, the vertek arm would not lock when tightened by the user. The site opted to complete the procedure with a second arm. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: UDI number.